Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). All other samples tested that same day were checked, but no deviations were found with test results from other samples. The sample initially resulted as 49.37 iu/l. The patient also had a urine sample that was tested for hcg with a "stix" urine test and this result was negative. Because of the difference in these results, the customer decided to draw a new blood sample from the patient. The customer measured both the new blood sample and the original blood sample, with both samples resulting as <0.100 iu/l. The customer reported the low results as < 2 iu/l. The patient was an employee from the laboratory and the sample was measured off record and no results were registered in the laboratory information system. The patient was not adversely affected. The hcgb reagent lot number was 177537. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The service engineer performed a yearly preventive maintenance on the instrument which includes a measuring cell change. The service engineer found a leak in the clot detection unit at the s/r probe and fixed this. He adjusted the lld for the s/r probe and checked a linear guide at s/r probe. He had performed all maintenance checks and everything is in the acceptable range again. A specific root cause could not be determined. The clot detection issues with the analyzer were determined to be a possible root cause. A cause of electromagnetic interference is unlikely. No reagent issue was evident. Centrifugation conditions were found to be improper and may as lso be a potential root cause. Result: device subassembly = clot detection unit.

Manufacturer narrative:
This event occurred in (B)(6).